Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. It was reported that the battery life was less than expected. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 12/1/2015. Device evaluation: the device has been returned and evaluated by product analysis on 11/18/2015 with the following findings: a review of the pump black box revealed multiple low battery warnings, replace battery alarms and pump reboots. The pump powered on with the returned battery cap. The battery cap was able to fully tighten. The current draws were within specifications. A ¿battery life¿ issue was not duplicated during the investigation. Unrelated to the original complaint, the battery compartment was found to be cracked in the thread area. There was also evidence of moisture contamination inside the battery compartment and on the underside of the battery cap. A leak test was performed and indicated a battery compartment leak. The pump case was removed and there was no additional moisture found inside the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).